Manufacturer narrative:
The customer will be provided with a replacement device. Stryker product analysis center reviewed the device log and the reported issue was verified. The cause of the reported issue was due to a leaky capacitor, c180.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, it was observed that the battery charge of their device had suddenly depleted from full to zero. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial reporters phone number is (B)(6). Physio-control performed an initial evaluation of the customer's device. The electronic record was downloaded and reviewed. It was observed that the charge of the battery had suddenly depleted from full to zero. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report a non-critical issue with their device. Upon inspection, it was observed that the battery charge of their device had suddenly depleted from full to zero. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.